Event description:
The manufacturer received information that a trilogy evo ventilator failed calibration for the active exhalation control module (aecm) verification. A field service engineer attended the customer site to address the issue. No harm or injury was reported. On device evaluation, the alleged calibration failure was confirmed. The three-way solenoid valve and active exhalation module required replacement to address the calibration failure. The field service engineer confirmed that the customer requested phiips to perform the repair. The field service engineer replaced the evo 3 way solenoid valve and aecm and performed a complete product validation test as per the manufacturer's specifications.

Manufacturer narrative:
The device components were received by the product investigation laboratory for testing and evaluation with the following findings: the product investigation laboratory (pil) received a trilogy evo machine flow sensor with the allegation of a test failure for active exhalation verification: pilot: difference. Pil was unable to confirm a failure of the machine flow sensor. Pil concluded that the machine flow sensor operates as designed. Pil received a trilogy evo solenoid valve with the allegation of a test failure for active exhalation verification: pilot: difference. Pil was able to confirm a failure of the solenoid valve. Pil suspects that internal contamination of the solenoid caused the test failure at service. Pil received a trilogy evo proportional valve with the allegation of a test failure for active exhalation verification: pilot: difference. Pil was unable to confirm a failure of the proportional valve. Pil concluded that the proportional valve operates as designed.